Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intra- capsular rupture and prominent lymph node. Implanting surgeons name: (B)(6). Explanting surgeon name: (B)(6).

Event description:
Patient reported experiencing some side effects. Subsequently, patient reported implant rupture, prominent lymph node and the left axilla containing intraluminal silicone. Device remains implanted. This relates to the left side.

Event description:
Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken and one opening device on the posterior side assessed as a surgical impact opening (shell thickness was within specification). Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Silicone migration: unable to confirm as it is a medical event not related to the device. Additional observations: stress marks observed.